Event description:
Healthcare professional reported "axillary lymph node dissection, capsular contracture ii" and "there is possibility that condition of capsular contracture became serious due to the radiation". Later, reported "capsular contracture baker grade iii". Later, reported "capsular contracture baker grade 4", "feeling strange" and "it can¿t be denied it¿s related to operation technique. It¿s possibly related to the product". This record is for the right side. The device remains implanted. Patient received massages as treatment.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.

Event description:
Healthcare professional reported "axillary lymph node dissection, capsular contracture ii" and "there is possibility that condition of capsular contracture became serious due to the radiation". Later, reported "capsular contracture baker grade iii". Later, reported "capsular contracture baker grade 4", "feeling strange" and "it can¿t be denied it¿s related to operation technique. It¿s possibly related to the product". This record is for the right side. The device remains implanted. Patient received massages as treatment.